Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's mother reported that the insulin pump alarmed button error. Troubleshooting was done. Customer's blood glucose was 250 mg/dl. Advised customer the insulin pump would be replaced. Advised to discontinue using the pump and revert to a back-up plan per health care provider. No further information provided.

Manufacturer narrative:
Insulin pump received with intermittent button response, due to corroded keypad traces. No button error alarm noted. Insulin pump received with cracked case on the display window corner, cracked reservoir tube lip, minor scratches on lcd window and cracked battery tube threads.